Event description:
Patient was implanted with cervical plate and screw construct at c5-c7 on (B)(6) 1998. On an unknown post-operative date, patient experienced stiffness in upper neck, hand numbness, grip weakness, and dull neck ache. Patient returned to the or on (B)(6) 2012 and all hardware was removed. Subsequently, the surgeon fused the patient posteriorly c2-t2. This is 3 of 9 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.